Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent unspecified malfunction alarm occurred during bolus delivery. Customer reported resetting the pump. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.